Event description:
It was reported that oversensing of lead noise was observed. An increase in high voltage lead impedance was also noted. Lead fracture was suspected and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.